Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb cable was loose in the pump usb port, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. The customer's blood glucose level ranged from 120-150 mg/dl. The customer reverted to an alternate method of insulin therapy.